Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / persistent pelvic pain / pain") and genital haemorrhage ("abnormal bleeding (general)") in a 25-year-old female patient who had essure (batch no. B06100) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no confirmation test was performed". The patient's past medical history included asthma, human papilloma virus infection, lupus erythematosus and abscess drainage in (B)(6) 2013. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("pelvic pressure") and anxiety ("anxiety"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 21 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain") and back pain ("back pain"). In 2014, the patient experienced allergy to metals ("nickel allergic"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and migraine ("migraines/headaches"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain and back pain had resolved, the genital haemorrhage, vaginal haemorrhage, menorrhagia and anxiety was resolving, the pelvic discomfort had not resolved and the allergy to metals, dysmenorrhoea and migraine outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic discomfort, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2014: total bilateral occlusion. Hysterosalpingogram suggested total occlusion of the proximal aspect of both fallopian tubes secondary to essure procedure. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet and medical record received. New reporters added. Plaintiff¿s historical condition added. Essure indication updated and lot number added. New events abnormal bleeding (vaginal, menorrhagia), nickel allergic, dysmenorrhea (cramping), migraines/headaches, anxiety, abdomen pain, back pain and abnormal bleeding (general) were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / persistent pelvic pain / pain") and genital haemorrhage ("abnormal bleeding (general)") in a 25-year-old female patient who had essure (batch no. B06100) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no confirmation test was performed". The patient's past medical history included asthma, human papilloma virus infection, lupus erythematosus and abscess drainage in (B)(6) 2013. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("pelvic pressure") and anxiety ("anxiety"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 21 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain") and back pain ("back pain"). In 2014, the patient experienced allergy to metals ("nickel allergic"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and migraine ("migraines/headaches"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain and back pain had resolved, the genital haemorrhage, vaginal haemorrhage, menorrhagia and anxiety was resolving, the pelvic discomfort had not resolved and the allergy to metals, dysmenorrhoea and migraine outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic discomfort, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion hysterosalpingogram suggested total occlusion of the proximal aspect of both fallopian tubes secondary to essure procedure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. New reporters added. Plaintiff¿s historical condition added. Essure indication updated and lot number added. New events abnormal bleeding (vaginal, menorrhagia), nickel allergic, dysmenorrhea (cramping), migraines/headaches, anxiety, abdomen pain, back pain and abnormal bleeding (general) were added. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / persistent pelvic pain / pain") and genital haemorrhage ("abnormal bleeding (general)") in a 25-year-old female patient who had essure (batch no. B06100) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no confirmation test was performed". The patient's past medical history included asthma, human papilloma virus infection, lupus erythematosus, abscess drainage in (B)(6) 2013 and gestational diabetes. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("pelvic pressure") and anxiety ("anxiety"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 21 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain") and back pain ("back pain"). In 2014, the patient experienced allergy to metals ("nickel allergic"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and migraine ("migraines/headaches"). The patient was treated with thomapyrin n (excedrin extra strength), ciprofloxacin (cipro) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain and back pain had resolved, the genital haemorrhage, vaginal haemorrhage, menorrhagia and anxiety was resolving, the pelvic discomfort had not resolved and the allergy to metals, dysmenorrhoea and migraine outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic discomfort, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion hysterosalpingogram suggested total occlusion of the proximal aspect of both fallopian tubes secondary to essure procedure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / persistent pelvic pain") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no confirmation test was performed". In 2013, 151 days before insertion of essure, the patient experienced pelvic discomfort ("pelvic pressure"). On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on (B)(6) 2016, plantiff underwent a bilateral salpingectomy to remove essure device.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown and the pelvic discomfort had not resolved. The reporter considered pelvic discomfort and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total occlusion of plaintiff's fallopian tubes. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Final risk classification: risk category IV. Medical assessment: the reported events are not indicative of a quality defect per se. In addition, this particular case refers to a treatment noncompliance. No batch number was reported. Without this information neither a technical batch evaluation nor a batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. Due to lack of sample return and any valid batch information the rqu was unable to confirm any quality defect and therefore concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Most recent follow-up information incorporated above includes: on (B)(6) 2017: case classification was udpdated to potential legal case and new reporter (lawyer) was added. Lab data was added, product start date updated and also stop date was added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.